Event description:
It was reported by service report that the jack was stuck raised and could not be lowered. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.